Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, the patient reportedly passed away (no further information provided on date of death, cause, intervention or if an autopsy was performed). H11: a review of the event history log (ehl) during the event date range. The set was loaded for 112 hours. Per the complaint report the alleged incident occurred on (B)(6) 2025 between 06:35 am until 16:50 the same day and was infusing at 10ml/hour. The device history indicates the volume to be infused was set to 240ml and the rate was changed three times during this period and was programed to deliver 101ml. The infusion continued for an additional 4hr 46min where the rate was changed nine times and was programmed to deliver 113.5ml. Review of the ehl indicates that the reported incident occurred after the device had been running continuously or over 96 hours which exceeds the pump specifications for volumetric accuracy stated in the product labeling. In addition, the device was programed to deliver 214ml which is below the claimed infusion rate. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. While in the intensive care unit (ICU) at 06:35, the patient received a new bag of norepinephrine 8mg/250ml. The norepinephrine infused at 10 ml/hour from 06:35 until 16:50 that same day. The patient¿s blood pressure (bp) ¿dropped.¿ over a four-hour period, the patient¿s bp was ¿unstable¿ and ¿numerous adjustments¿ were made to the norepinephrine infusion rate. In response to the bp dropping, the nurse titrated the norepinephrine up to 50ml/hour between 16:50 and 20:45. Vasopressin was added when the norepinephrine reached 50ml/hour. At 20:45 the pump alarmed that there is a ¿low volume remaining¿ (25 ml of the total programmed 250 ml). The pump displayed 224 ml was infused; however, the norepinephrine bag appears to contain more than 25ml. The medical team measured the remaining volume in the bag at 100ml. Therefore, the patient received 150ml and not 224ml as the pump indicated. No further information was available at the time of this report.